Manufacturer narrative:
Evaluation summary: the report states the surgical technique was followed; however no surgical notes were provided. A determination on how the humeral canal was prepared cannot be made. Patient factors that may affect the performance of the components such as bone quality and anatomy are unknown. Depending on bone quality and anatomy, the amount of press fit may be less than desired. With the supplied information an exact cause cannot be determined. Evaluation: the stem was dimensionally analyzed and found to be conforming where measured. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
It was reported that after following surgical technique for reaming a size 11 stem, the implant did not get enough press-fit. The stem was removed and a size 13 stem was used to complete the procedure.